Manufacturer narrative:
Correction in e2, g2 additional in d8, h3, h6 technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 error 200.5040. Technical support: solution/workaround summary: ¿ how to fix the 200.5040 error suggested messaging: ¿ have you recently replaced the logic board. High level steps/procedure: 1. Flash the pc unit or the module to the correct software version. Issue was resolved after flashing the 8110 syringe module. A serial number was not provided therefore a review of the device history record cannot be performed. Tech support performed troubleshooting over the phone.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 200.5040. There was no patient involvement.